Event description:
It was reported that during an unknown surgical procedure there was an "e9 error on the motor device". There was no delay to the planned surgical procedure as an identical spare device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device passed all operational specifications, therefore, the reported condition could not be confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).